Manufacturer narrative:
A1-a5: there was no patient involvement. H10: livanova deutschland manufactures the electrical venous occluder (evo). The incident occurred in (B)(6), germany. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that an electrical venous occluder (evo) gave an error code associated to an over current at motor controller (low_side). The issue occurred during priming. There was no patient involvement.

Event description:
See intial report.

Manufacturer narrative:
Device was sent to the manufacturer site for repair. Unit was inspected and the issue confirmed. As troubleshooting the device has been rebuilt. Pinpoint, mechanical, and tubing calibrations have been performed, as well as flashing and erasing nvmem. Functional test passed positively, and unit was returned to service. Complained evo clamp was manufactured before implementation of a CAPA that identified that the issue is ascribable to faulty mechanical tolerances at the bearing seat of the linear actuator. A new version v4.1 of the flash software was released to increased evo closing force and to improve evo closing behavior. A device service history review has been performed and no other similar event has been reported, neither concerning trend has been identified. Based on all the above, it cannot be ruled out that software upgrade of closing force without the previous hardware upgrade has contributed to a progressive wear of electronic components that led to a higher inrush current at the power on. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.